Event description:
It was reported the box label and sterile cover pack indicated the correct product with an 8mm tip ablation catheter. However, the packaging contained a 4mm tip ablation catheter. Another catheter from the same lot number was opened with the same issue.

Manufacturer narrative:
St jude medical confirmed that the product shipped was labeled as an 8mm ablation catheter, but the device/catheter had the components of a 4mm ablation catheter. Rf generators have temperature limits, temperature controls, and high impedance shutdown features. The misuse or malfunction of any of these features may lead to high temperature resulting in coagulum formation. The instructions for use (IFU) for the catheters states "a sudden impedance rise during an ablation procedure is typically indicative of loss of tissue contact and/or coagulum buildup at the distal tip. Remove the catheter from the pt and clean tip before proceeding." Voluntary field action number: 2182269-06/09/08-001-r. (B)(4) was initiated on (B)(4) 2008 to address mislabeled 7f, 8mm livewire tc ablation catheters.